Event description:
Starclose vascular closure device fell off artery, migrated behind right lymph node causing severe pain. Must remove lymph node to remove device. Surgery to remove device (B)(6) 2012.